Manufacturer narrative:
The event date noted in the user medwatch report was (B)(6) 2013. However, it is unknown what this date represents. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a follow-up report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. This incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the patient expired on (B)(6) 2014. The relationship between the infection and the patient death was not reported. The involved unit has been removed from service and the facility is using a loaner device exclusively. However, the facility stated that the sequestered heater-cooler device would be used if (B)(4) cases were ever to occur simultaneously. The facility places the device within the operating room during use. The customer reported that the involved device has not been tested for contamination. No further details were provided on what type of infection the patient was diagnosed with. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
On (B)(6) 2017, livanova (B)(4) received a user medwatch report (mw5067492) stating that a review of patients who had open heart surgery was compared to a list of patients with positive cultures, which identified one patient infection. This review was done in response to an alert from the cdc and FDA. The facility stated that two heater-cooler system 3t units are in use at the facility.

Manufacturer narrative:
In the iniial report, submitted march 15, 2017, the date of death was noted as (B)(6) 2017. This is incorrect. During follow-up communication with the customer on march 10, 2017, the date of death was reported as (B)(6) 2017. This is the correct date.